Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown alloclassic stem on (B)(6) 2003. The patient underwent a revision surgery on (B)(6) 2005 due to stem loosening. Inlay and head were also removed. On (B)(6) 2004 the surgeon suspected a cup loosening and a possible infection. It is currently unknown, whether the cup was removed during revision surgery. (The same patient is treated in cmp-(B)(4) and cmp-(B)(4)).

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Trend analysis: n/a as no reference number was available. Review of event description: while reviewing the supplemental information of the complaint (B)(4), it was noticed that the patient underwent three revisions in total. This complaint is reporting the revision surgery on (B)(6) 2005 after 1 year 4 months in vivo time due to stem loosening. The devices were implanted on (B)(6) 2003. In the revision surgery, the stem is revised along with the head and inlay. It is also reported that on (B)(6) 2004 the surgeon suspected a cup loosening and a possible infection. It is not known whether the cup was revised as well or not. Review of received data: implantation surgery dated (B)(6) 2003: this surgery report describes the implantation of a cementless total hip prosthesis on the right side due to a necrosis of the femoral head (primary implantation). Fitmore cup 54mm, durasul inlay hooded, sulox head size l and alloclassic stem size 4 were implanted. It is indicated that leg showed tendency to dislocate easily in the extension, therefore a longer neck femoral head was used. That led to a longer leg in return, but no dislocation tendency. Diagnosis of the patient's surgical history was received in the form of a pdf document. On (B)(6) 2004 it is indicated that the skeletal scintigraphy results shows a possible infection, which is confirmed by antigranulocyte scintigraphies. 3 x-rays with low quality dated (B)(6) 2003, (B)(6) 2004 are displayed in the document as well. The existence of the loosening in the latter one can be observed clearly in the proximal zone of the implant laterally and medially. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis using dfmea: metallosis, aseptic loosening due to excessive wear due to micromotion in taper connection => possible: product was not returned for investigation, cannot be excluded aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Failure of connection between stem and ball head, metallosis due to fretting corrosion --> wear => possible: product was not returned for investigation, cannot be excluded. Luxation and wear of components due to insufficient range of motion for components => possible: it is indicated in the implantation surgery report that a head with longer neck was used and that led to a longer leg. Septic loosening due to infection due to unsterile implant (failure of sterilization procedure) => possible: cannot be excluded, as the lot number of the affected products were not provided. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Septic loosening due to secondary infection at time of surgery (patient has an infection in another site of the body) => not possible: can be excluded, as no information which indicates an infection at another site of the body was reported. Excessive wear, disassembly of femoral head from stem, implant failure due to combination with competitor products (off label use) => not possible: all combined products belong to zimmer biomet. Septic loosening due to infection due to unsterile implant, resterilization not following instructions of IFU => possible: cannot be excluded, as it is unknown if products were re-sterilized or not. Conclusion summary : neither operative notes for the revision surgery, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level and type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. Moreover, no ref and lot numbers of the devices were provided. In conclusion, due to significant lack of information, it is difficult to perform a meaningful analysis of the reported event. However, it is highly possible that the larger neck size of the implanted head, which in return resulted in a longer leg, may have led to the loosening of the stem. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).